Event description:
The customer reported to baxter (B)(4) an unknown filter set that had particulate matter. The condition was reported to have occurred during patient use. There was no patient injury or medical intervention associated with the incident. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.